Manufacturer narrative:
Report date: (B)(6) 2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported an inaccurate touchscreen. The patient or user involvement information is unknown but has been requested. There was no patient or user harm reported. The customer verified touchscreen calibration failure. The customer removed and replaced the touchscreen assembly. The unit was re-assembled, tested and verified. The unit has returned to service.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.